Manufacturer narrative:
We have checked the internal records related to the controls made on these specific lots before the market release. No anomalies have been found. The original lots, both manufactured in 2011, were comprised of (B)(4) clamp locking screws. All of them have already been distributed to the market. According to our historical records, no other similar failures have been reported from these specific device lots. Orthofix srl has requested the devices return for the technical investigation. As soon as further information will be received, orthofix srl will finalize the failure investigation. The information available on the case was sent to the medical evaluator. Please find below an extract of the clinical evaluation: "this complaint is describing the breakage of two clamp locking screws code 53014. The first time was 6 weeks after surgery and the second 10 weeks after. On each occasion attempts were being made to tighten the locking screws. This is a very unusual complaint. It is not good for the patient to have repeated anaesthetics to change instrumentation. There will be a very slightly increased risk of complications." Orthofix srl continues monitoring the devices on the market.

Event description:
The event description provided by the local distributor stated: "clamp locking screw broke down, first (also referred to as locking screw a) from micrometric transangular clamp code 53585 lot v1217761, on (B)(6) 2012 during tightening of the screw (it was also driven another end of the rail). Second screw (also referred to as locking screw b), from advanced limb reconstruction system kit code 53500 lot v1237646, broke down on (B)(6) 2012 during tightening. Patient was anesthetized after first screw replacement in operating room. Surgeons were forced to remove the device to get rest of the screw away from the rail (old limb reconstruction system device was used to stabilize the lengthening not to shorten) and because patient was so scared they decided to put him to sleep." No adverse effects for the patient have been reported. (B)(4).